Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. No symptoms according to patient - implant just fell out while sleeping